Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source endoscopes are no longer detected, there was a problem with the endoscope connector. Additionally, the image was noisy or of poor color when moving the tube. There were no reports of patient harm.

Manufacturer narrative:
Updated h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced due to traces of liquid intrusion and rust on the front panel and inside. The intrusion of liquid affected the electrical contacts of the output connector, the pump, the tubes, and other parts, causing the endoscope to become undetectable. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.